Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have experienced a low blood glucose event. The customer¿s blood glucose was 35 mg/dl at the time of incident. Customer treated with food and declined low blood glucose troubleshooting. Customer also reported that the sensor would not stick and kept on falling off. The insulin pump is not expected to return for analysis.